Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. The user's blood glucose (bg) level was over 600 mg/dl with diabetic ketoacidosis. Reportedly, 911 was called and the user went to the emergency room (ER). The user was treated with intravenous insulin and fluids. The user was released from the ER 3 hours later with a bg level of 356 mg/dl.